Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to observed high pacing thresholds. There is reasonable evidence suggesting that the origin for the altered thresholds was related to the tissue interface since no other issues were identified with the lead. Another lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.